Event description:
It was reported that during use the device generated a alarm message for internal battery failure - restarted again and again. The operators replaced the device in a controlled maneuver. No injury or serious impairment of health of the patient have been reported.

Manufacturer narrative:
Draeger was not involved in examination or repair measures of the affected device and do not have information about past services/maintenance of the device. On request the hospital (ICU manager) reflected that the affected device was checked by 3rd party service provider and said the internal battery has been replaced - the device is back in use. No further information could be obtained. Draeger concludes: a reboot is the specified behavior to remove deviations in e.g. The software processing; all running processes are reset to a controlled state. During the reboot sequence the airway pressure will be released to ambient to allow spontaneous breathing and, the device posts a corresponding alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings if the deviation could be removed successfully. There are multiple reasons imaginable - repeated reboots are an indication that the issue is rather related to hardware malfunctions than to software processes. An imaginable scenario would be the following: the device performs a battery test in periodic intervals in the background to assess the battery status and to calculate a runtime forecast. In particular, the mains supply line is switched-off for 500ms and, the trends for voltage and current are measured. A completely worn battery may lead to a significant voltage drop below the required minimum and, the device initiates a reboot to re-establish mains supply. The reboot sequence however can¿t be completed when the battery is completely worn. But finally - without log file access or the possibility to check the hardware draeger can neither confirm nor deny the assumption and repair of 3rd party service company. The user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The replacement interval dräger recommends for the battery is two years with typical use conditions. The device was manufactured in 06/2016 - it is not known if the internal battery has been replaced since manufacture of the entire device, a causal connection to lack of maintenance is seen a likely contributing factor in the reported event. Device not available for investigation.